Event description:
It was reported that patient, lost to follow up, presented in clinic for device check. During review of stored electrograms intermittent pacing was observed. Additionally, premature battery depletion was also noted resulting in device not being able to be interrogate successfully. The patient was asymptomatic. The device was explanted.